Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) and healthcare professional regarding a patient with an ens (external neurostimulator) for an advanced evaluation stage 1 trial for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the rep received a ¿lead not connected¿ message with clinician app when connecting to ens and handset post operatively when using the new lead with a connector to percutaneous extension. The rep confirmed hearing two clicks when connecting to the lead (testing was good prior to connecting the extension). They attached the perc extension and finalized the case. Caller reviewed they were unable to test the system once the extension was inserted on the lead intraoperatively. It was reviewed by tech support that the connector portion of lead is most likely long enough to exit the sterile field for testing. The rep planned to speak with the physician and consider revising or replacing perc extension and testing lead. No symptoms were reported. On (B)(6) 2020 the rep clarified that there was a revision that same day, (B)(6) 2020, the doctor went back in and inserted the lead further into the extension and the issue was resolved. The cause was attributed to the physician not being familiar with the new products, there was no device issue, the same lead/extension were used. The patient was having a successful trial and will go to stage 2 later this week. On (B)(6) 2020 the rep stated that stage 2 implant took place (B)(6) 2020 and there was no damage observed on the connector end of the lead prior to inserting into the ins. The ins was implanted successfully.